Event description:
This lead was implanted on (B)(6) 2013 and remains implanted at this time. A call to technical services placed on 07/3/2013 states that there was a little farfield oversensing on ra electrogram. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).